Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and inspected and cleaned all tip and plunger clamps. The instrument was tested without further problem, and was returned to expected operation.